Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest and use medication. Follow up indicated that the patient returned the lifevest equipment and the skin irritation is improving.